Event description:
Boston scientific crm rec'd info that this dextrus right ventricular lead exhibited high pacing thresholds. In a revision procedure, the lead could not be successfully repositioned due to a stuck helix mechanism. Therefore, the lead was explanted and replaced with a new lead. No adverse pt effects were reported.

Manufacturer narrative:
Both the mechanical and the electrical performance of the lead under complaint were scrutinized. With regard to the electrical issues as mentioned in the complaint description, the analysis did not show any deviations from the technical specifications. The analysis did not reveal any sign of a material or manufacturing problem. The mechanical performance of the lead under complaint was scrutinized. The analysis demonstrated that a stylet could not be properly introduced and advanced within the lead's lumen. Thus, the functional test of the fixation helix mechanism was not properly feasible. This was due to coagulated blood residuals at the inner wiring and within the lumen of the lead. The blood was most likely introduced into the lumen of the lead by means of stylets used during the implantation/explantation procedure.